Manufacturer narrative:
One open/used enlite sensor was evaluated and tested. The sensor failed per specifications, no isig readings detected due to electrode broken in half broken. One part was still on sensor tubing.

Event description:
Customer reported via phone call, the insulin pump alarmed calibration error, meter blood glucose now, and change sensor after four day use. Customer stated alarms occurred in the middle of the night. Customer was advised to change the sensor. She agreed to return the device for analysis.